Event description:
It was reported by the patient that a "lead fractured and was replaced in 2012." Attempts for additional information from the clinic were unsuccessful. Review of manufacturer records indicates an active right atrial (ra) lead at the time of the reported lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).